Event description:
The hospital reported an issue with an intravenous administration set including the model 9526b multiport manifold. The nursing staff from floor g12 reported that the patient was receiving medication (either chemotherapy or fluid antibiotics) when the patient noticed fluid leaking and dripping onto the floor. It was noted where on the manifold the alleged leak originated from. There were no patient complications reported as a result of the alleged event. The nurse installed another manifold set and therapy was continued. The device lot number was not known and not provided, and additional information is not available. The device was not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has initiated an investigation through the CAPA system for this type of alleged issue. This specific event has been included in that investigation even though the device was not returned for analysis. The investigation thus far has identified several minor improvements and adjustments to increase process robustness. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ques medical, inc. Defers to the patient's physician regarding medical history.